Event description:
Patient with confirmed ruptured right breast implant. Original procedure was in [redacted]. Patient presents for implant removal. Ruptured implant sent to pathology pathology: received foreign body right breast implant previously disrupted 235g 15.5x 10.7x 1.5cm semi translucent yellow-white synthetic capsule inscribed with mentor [redacted] 250cc.